Manufacturer narrative:
MRI test was for an unrelated health condition, however the nalu system was not conditional for the test and required explant for the scan to be performed. The patient reported receiving good pain relief from the nalu system, however chose to remove it in order to move forward with the MRI testing.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 and had a system revision on (B)(6) 2023. On (B)(6) 2024 the nalu system was surgically explanted due to the need for an MRI.